Event description:
Patient reported that their one touch ultra meter kept giving patient the apply sample message. This issue was not resolved with troubleshooting. Patient was asked to retest with new vial of test strips. The issue still persisted. There was no medical intervention or treatment given. No further information was provided. The meter was replaced.